Event description:
Complainant purchased for $350.00 a programmable frequency generator (pfg) model pfg-100 that had claims to heal or reverse disease processes. Complainant also provided a one page document titled "rife research laboratory" advertisting engineer and machinist and inventor of this machine, and offering to purchase from rockwell scientific research l.l.c. Complainant details in note of an individual that unsuccessfully used the pfg to treat prostrate cancer. Complainant alleges attempting break-ins to home where attempts were made to remove the literature and equipment. Complainant fears and wants confidentiality.